Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient was on impella cp support due to intervention performed upon observation of elevated troponins. While on support, the patient experienced ventricular tachycardia. Additionally, the patient experienced access site bleeding that resolved without any intervention noted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.